Manufacturer narrative:
A service visit was performed. A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during the lens fragmentation in the phaco phase of a surgery, the screen of the system became black and it crashed down. The surgery was completed with another system and there was a delay. There was no patient harm. Simultaneously the surgery team tried to restart the system but without success. The device booted until the "software display" and a system message was displayed. According to a company representative, it seemed that device switched to an earlier software version. The foot pedal did not work anymore. This is the one of two reports being filled for the same facility. This file is for the second surgery.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The host was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host. How the host became nonconforming remains uncertain. (B)(4).

Manufacturer narrative:
The host module is part of the system, not a concomitant medical product. The previously provided information does not apply. (B)(4).